Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035. Sheath: cordis 5f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned partially deployed. The suture with the posterior needle tip and posterior cuff were not returned. The anterior cuff was attached to the needle tip and the link was pulled from the posterior cuff during suture harvesting. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment; however a needle to cuff miss did not occur, as reported. During needle trajectory testing the original plunger was inserted into the device and the trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected twice during manufacturing. A link detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the analysis the probable root cause of the link detachment is related to the operational context during use. There was no product quality deficiency detected that would contribute to this event. A review of the device history records did not reveal any nonconforming material records associated with this lot. No manufacturing or quality issue was detected.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, the plunger was removed and the suture was not attached. Access was not lost; the guide wire was replaced in the first proglide, the first proglide was removed and another proglide was correctly positioned for deployment. Hemostasis was achieved with the second proglide. There was no adverse patient effect. Though requested, no additional information was provided.